Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.